Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The guidewire insertion difficulty allegation could not be confirmed by lab analysis due to induced damage. Analysis showed that the lead body was extremely twisted or coiled, likely from being pulled. At the lead tip, coils were stretched-out and insulation was ripped apart.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully as the lead would not go over guidewire and got stuck. The lv lead was never in service. No adverse patient effects were reported.